Event description:
It was reported that a patient presented to the emergency room (ER) because he wasn't feeling well. The patient's implantable cardioverter defibrillator (ICD) had no shock delivered during an arrhythmia and also had missing electrograms (egm). The physician didn't know if the patient's arrhythmia was a true ventricular tachycardia. An external shock was delivered to resolve the arrhythmia and the ICD was successfully reprogrammed. The patient was stable throughout procedure.